Manufacturer narrative:
Novocure opinion is that the contribution of the transducer arrays to the skin irritation that required medical intervention cannot be ruled out. Medical device site reaction is an expected event with optune gio device use (ef-11 16% and 53% ef-14 optune arm).

Event description:
A 63-year-old male patient with newly diagnosed glioblastoma (gbm) started optune gio therapy on (B)(6) 2024. During review of the patient's medical records received by novocure on (B)(6) 2025, it was noted during an oncology appointment on (B)(6) 2025, the patient experienced a skin reaction characterized by scalp pruritus while on optune gio therapy. The patient was advised to continue using an unspecified oral antihistamine as well as a topical steroid ointment to alleviate the pruritus. On (B)(6) 2025, the prescribing physician confirmed that the patient had been prescribed both an oral antihistamine and a steroid ointment to manage the scalp pruritus, which the physician believed was most likely caused by optune gio therapy. The patient remained on optune gio therapy.